Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 190 bpm contributed to the false detection. The patient was in the hosp at time of the event. The patient was reported to have been conscious at the time of treatment. The patient was reported to have been pressing the response buttons appropriately. A review of the downloaded data confirms the patient pressed the response buttons during a prior treatment sequence but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient was transferred to another hosp where his physician ordered the lifevest removed.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient transferred to another hosp. The patient's physician ordered removal of lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse. Electrode belt (B)(4): 03/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.